Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacturer date without a lot number.

Event description:
During a procedure, the threads of a 4.5mm cannulated screw - full thread, peeled, shaft of the screw was removed, and the screw replaced with another. Some threads remain in the patient.